Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number 1627487-2022-03334. It was reported that the patient was not receiving effective therapy from their system. In turn, surgical intervention may take place to address the issue.

Event description:
Additional information revealed that the patient underwent surgical intervention on (B)(6) 2022 wherein the physician could not remove the patient's leads because they had tethered to the subcutaneous tissue. They freed up the anchor but pulling on the lead created puckering at the skin thus indicating that it was tethered to the subcutaneous tissue in the region between the midline and the mastoid process. In turn, surgical intervention is pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.